Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01805 addresses the other device. It was reported to boston scientific corporation that an rf3000 radiofrequency generator and an electrode were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, it was impossible to increase the device output from 70w to 80w. The output was then observed to decrease and roll-off was not achieved. The physician attempted to increase the output power a second time but was unsuccessful; the impedance level remained the same and roll-off was not achieved. The procedure was completed with the same rf3000. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01805 addresses the other device. It was reported to boston scientific corporation that an rf3000 radiofrequency generator and an electrode were used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, it was impossible to increase the device output from 70w to 80w. The output was then observed to decrease and roll-off was not achieved. The physician attempted to increase the output power a second time but was unsuccessful; the impedance level remained the same and roll-off was not achieved. The procedure was completed with the same rf3000. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the radiofrequency generator was used in conjunction with a leveen needle electrode, both of which were used to complete the procedure. Manufacturer name: boston scientific - (B)(4). (B)(4). Device lot number 0014913085 device expiration date: 06/15/2013. Device manufactured date: 12/20/2011. Use of device: initial. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4): failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.